Event description:
Pt's family member called lfs and alleged that the pt's meter was reading inaccurately. Stated that, the pt began to exhibit symptoms similar to a stroke. Pt was cold and unable to speak. Family member tested the blood sugar and the result was 250 mg/dl. No treatment was given, however the pt's family member stated that there was a glass of orange juice on the table where the pt was sitting. Family member does not know if the pt had some of the juice. The paramedics arrived about 40 minutes later and tested the pt's blood sugar. The result was 40 mg/dl, the pt was treated with glucose. Pt was not taken to the hosp. The pt's family member stated that the test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. Two control solution tests were performed on the meter, both failed. Based on the info provided, the meter did malfunction. Also, there is evidence that the meter contributed to a serious injury. The pt was hypoglycemic and proper treatment was delayed due to an inaccurately high result. The meter and test strips are being replaced for the pt.